Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal a tampon fell apart leaving a piece inside. She experienced fever, chills, and intense cramps. She went to the doctor and the tampon piece was removed. She was diagnosed with a bacterial cervical infection and prescribed a z-pack. The infection cleared up and her symptoms resolved.